Event description:
It was reported that during a urinary organ procedure that the device could not remove from the blood vessel. It was found that the clip stacked between the chases of the jaw. Another like device was used. There was no pt consequence.

Manufacturer narrative:
Eval summary: the instrument was received with two clips jammed in the jaws. The clips were manually removed and the device was cycled, fired the remaining clips within manufacturing requirements when tested. The instrument locked out as intended. No anomalies were noted. The reported failure mode could not be duplicated during analysis. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies related to the event description were found during the manufacturing process.